Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, ribbon blue pixels appeared throughout treatment. The user let off the foot pedal until it was cooled, the wattage was lowered, but the blue pixels continued. There were no patient complication reported in relation to this event.